Event description:
Customer reportedly rec'd results of 252 mg/dl and 125 mg/dl within 10 mins on the compact system. No action taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.